Event description:
Reported due to foot break. Physician attempted an arteriotomy closure with a proglide device following an interventional procedure. Hemostasis was not achieved with the use of the device and the failure mode is unknown. Upon inspection of the device a foot break was noted. No patient information is available. Although requested, no additional information was provided.